Manufacturer narrative:
The technician found the siderail was bent. He replaced the siderail center arm assembly to repair the bed.

Event description:
Information received indicates the siderail is not latching.